Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Other bwi products were used during this study: lasso circular mapping catheter; carto mapping system. Other company¿s devices were used during this study: navx (st. Jude medical). (B)(4).

Event description:
This complaint is from a literature source. It was reported that three patients developed pericarditis after catheter ablation. All patients were treated with higher doses of corticosteroids for pericarditis. Title: ¿comparison of two different doses of single bolus steroid injection to prevent atrial fibrillation recurrence after radiofrequency catheter ablation.¿ the purpose of this study was to evaluate the effect of two different doses of a single bolus injection of steroids on atrial fibrillation recurrence after radiofrequency catheter ablation. The study was conducted between july 2007 and december 2012. Suspected device is thermocool, however catalog and lot number are unknown. Other bwi products were used during this clinical trial: lasso circular mapping catheter; carto mapping system. Other company¿s devices: navx (st. Jude medical).